Event description:
A customer reported that during surgery, the illumination lamp went off suddenly and then came back on. The case was completed without pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).